Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remove frequency board, motor, vibrator and battery tube assembly during visual inspection. No condensation on lcd screen and no connector unlock noted. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that buttons on the insulin pump were not responding and there seemed to be condensation inside the screen. The customer stated he was at the gym and the insulin pump was near his skin. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.